Event description:
Severe allergic reaction to latex gloves, in which airways closed down, making pt unable to breathe and requiring intubation. Consumer has been out of work now since november. Hosp let her go, and she has been unable to acquire another respiratory therapy position. Consumer may have to relocate to another part of the country so that she can work. This is difficult thing to do as a single parent.